Event description:
A talent stent graft system was implanted for the endovascular treatment of a ruptured abdominal aortic aneurysm. Vessel morphology from the time of implant is unknown. The vessel morphology was reported as the iliac limbs have disease progression with iliac limb dilatation bilaterally. The patient returned for routine follow-ups. The patient presented with abdominal pain. The CT revealed that the iliac limbs were floating in the artery with a distal type I endoleak, due to disease progression. Currently the left iliac limb is 28 mm in diameter and the right iliac limb is 26 mm in diameter. The physician elected to implant in the left side endurant 20x20x82 and distal to that a 30 another manufacturer's aortic cuff and on the right side a 30 another manufacturer's aortic cuff. The distal type I endoleak resolved. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: endoleak. Anatomy related: disease progression with iliac limb dilatation. Treatment of a ruptured abdominal aortic aneurysm. Conclusion: anatomy related: disease progression with iliac limb dilatation. Treatment of a ruptured abdominal aortic aneurysm.